Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of medical records information it appears that on (B)(6) 2013, this patient had an unresponsive episode during dialysis. The patient was sent to the emergency room and then sent back to dialysis. She was then sent back to the emergency room after another episode and subsequently expired. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis and dialysis products and the patient's death. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, the patient attended hemodialysis treatment. Within 5 minutes of treatment, the patient stated "I'm getting that feeling again". Patient became unresponsive, with arms jerking and agonal breathing. O2 was applied and the patient was placed in a trendelenberg position. 911 was called and the patient was sent to the emergency room via ambulance. The patient was sent back form the emergency room to the dialysis unit. At approximately 12:30 the patient became unresponsive, again. The AED (automated external defibrillator) was applied and no shock was advised. The patient was sent back to the emergency room via ambulance. Medical record shows that the patient was discharged to the hospital and expired approximately 2:30 pm.